Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance (pli). Additional information was received from the field representative that the cause of this observation was not determined and will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.